Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received no delivery alarm. The customer reported that he had hyperglycemia of 28 mmol/l at the time of incident. The customer treated the high blood glucose levels with manual injections. Troubleshooting was performed. The customer stated that the insulin exited. The customer stated that the cannula was not bent. The insulin pump was functioning as designed. Product is not expected to return for analysis. Additional device related incident: insulin pump ((B)(4)); infusion set ((B)(4)); reservoir ((B)(4)).